Event description:
Boston scientific received information that this pacemaker exhibited a decrease in remaining longevity of approximately two years over a six month period of time. It was noted that the competitor right ventricular (rv) lead pacing thresholds had been rising and continued to do so. Pace impedance measurements also decreased by 90 ohms since the patient's last follow up though a specific value was not specified. The health care professional (hcp) stated there was a known problem with the rv lead and high pacing thresholds though no further details were provided. The patient was scheduled for additional follow in one month's time. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). No further information concerning this report is expected at this time. This investigation will be updated should further information be provided following the patient's expected follow up.